Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a presenting rhythm with loss of capture at high voltage. Rv conduction mid strip shows underlying rv sensing morphology, which is similar to the morphology seen after some of the rvp deflections. It was recommended for the patient to be evaluated in the office. Additional information was received mentioning that the rv lead was confirmed to be dislodged after a chest x ray analysis. The lead was explanted, and a new rv lead was implanted at the same procedure. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed a presenting rhythm with loss of capture at high voltage. Rv conduction mid strip shows underlying rv sensing morphology, which is similar to the morphology seen after some of the rvp deflections. It was recommended for the patient to be evaluated in the office. Additional information was received mentioning that the rv lead was confirmed to be dislodged after a chest x ray analysis. The lead was explanted, and a new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.